Manufacturer narrative:
Additional concomitant medical products: sedr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia. Cultures were taken. Antibiotic treatment was necessary. The implantable pulse generator (ipg) system was extracted. A leadless pacemaker was implanted five days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.